Event description:
Rn, (B)(6), was "trialing" the "gripper plus" non-coring needle accessed, then deaccessed by pulling level of "gripper plus" up until she heard the click. When she picked up the needle she was stuck by it in the little finger. Upon demonstrating what happened to her manager, she again drew up the lever of the device, both heard the click, however the safety feature did not engage again.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.